Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the patient was experiencing a hardware error code for 4-5 hours. Dexcom requested the patient to return their original receiver and transmitter, but no data or product was returned for investigation. At the time of contact with dexcom technical support, patient reported to be in good condition and did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.